Manufacturer narrative:
B3 - date of event is estimated. Section a4: patient weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy and the ipg was inoperable. As such surgical intervention took place where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
Section g3 of the initial report which was (B)(6) 2024, submitted on (B)(6) 2024, should have been (B)(6) 2024.